Event description:
2001 a hosp infection control nurse advised an olympus microbiologist that bronchial lavage fluids were contaminated with pseudomonas species bacteria. Some of the pts were placed on antibiotics because of pre-existing conditions. These incidents are being considered as a series of "pseudoinfections". None of the pts had a clinically obvious pseudomonas infection either before or after the procedures. Cultures of the brushes, detergent, detergent dispensers and other environmental sites did not yield results positive for pseudomonas but initial cultures from an unidentified bronchoscope had positive results for stenotrophomonas and pseudomonas. Background provided by the olympus microbiologist. This is the second outbreak at the facility. Earlier this year, four pt bronchial lavage fluid samples cultured positive for pseudomonas aeruginosa following bronchoscopy procedures with an unknown scope. As a result of that outbreak, a number of procedural changes were implemented in the respiratory care unit, including tracking of bronchoscope use.